Event description:
It was reported the PICC line kinked in arm of the patient. Patient receive alteplase, additional chest x-rays, and required additional PICC placement. Additional info. Received 04/07/2021: what type of catheter securement was utilized? Bard PICC stat lock and 3m tegaderm IV advanced securement placement date: (B)(6) 2021 explant date: (B)(6) 2021 a detailed description of the event: PICC curled internally, PICC had to be replaced was there any patient harm reported? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a twisted catheter is confirmed but the exact cause remains unknown. One radiographic image of a catheter within a patient was provided for evaluation. The catheter appears to have a kinked region leading to a loop in the catheter. The condition of the catheter could not be clearly inspected due to the lack of a physical sample. Based on the description of the reported event and image provided, possible contributing factors include placement location, securement method, and movement of the catheter within the patient leading to kinking. Since the radiographic image appears show a kink and loop in the tubing, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reey3008 showed no other similar product complaint(s) from this lot number. Evaluation findings are in section h.11

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen5360 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line kinked in arm of the patient. Patient receive alteplase, additional chest x-rays, and required additional PICC placement. Additional info. Received 04/07/2021: what type of catheter securement was utilized? Bard PICC stat lock and 3m tegaderm IV advanced securement. Placement date: (B)(6) 2021, explant date: (B)(6) 2021. A detailed description of the event: PICC curled internally, PICC had to be replaced was there any patient harm reported? No.